Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 5 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient called the vad coordinator on call to report "no flow from the vad." Upon later questioning, the patient stated that the lvad flow display read "- - -", not "no flow." The patient and caregiver were instructed to change the system controller. The patient had an over sewn aortic valve and passed out and fell out of the chair when this was attempted. The caregiver was unable to complete the system controller exchange. Emergency services arrived and reconnected the patient to the primary system controller. The patient had been 12 minutes without support. The patient regained consciousness, was following commands, restless. The patient was then transferred immediately to the hospital. The patient was intubated to protect the airway during a computed tomography scan. The scan revealed superficial bleeding/hematoma to the skull. Inr was 2.3. Neurological status was intact. Extubation was planned. The patient subsequently is neurologically intact and is being medically managed and was discharged stable to home. No additional information was provided.

Manufacturer narrative:
The report of a pump stop due to the driveline being disconnected was confirmed based on the information contained in the log file retrieved from the returned system controller. Although it was reported that the patient had been off lvad support for approximately 12 minutes, the log file showed that the pump had only been off for approximately 4 minutes. The event captured was associated with the low speed advisory, low flow hazard, motor stopped and pump disconnected alarm flags being active. Once, the driveline was reconnected to the system controller, the system parameters returned to their normal operational ranges. The estimated flow is a value that is calculated from pump power and pump speed. A specific cause for the report that the lvad flow display read ¿---¿ (indicating that the estimated flow was lower than the expected operational range) could not be conclusively determined. The instructions for use explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.